Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line extension leaked between the clear tube and blue connector. This occurred during initial drain of peritoneal dialysis therapy. During follow up, it was confirmed that the connection was properly tightened. The transfer set remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection with the naked eye noted a damaged shrouder. Functional testing, including leak testing, clear passage testing and clamp function testing were performed; leak testing revealed a leak due to the damaged shrouder. The reported condition was verified. The cause of the condition was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.